Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. No valid serial number attached to complaint record. Per swi (B)(4) complaint investigation, if no serial number is provided, a device history review is not required. Upon investigation of the actual device used in this incident, it was determined that the drawers were not opening. The technical support specialist restarted the cubex app, which fixed the issue of drawers not opening. They performed a cycle count for two of the three medications to get the cubies to open. The eliquis medication did not open, and the cubie needed to be sent back to the pharmacy to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medbank system drawers were not opening when trying to issue the medication. When pulling medication carvedilol 3.125mg tab 07/13, another medication opened up, drawer did not open losartan potassium 25mg tab 02/02, cubie did not open eliquis 5mg tab 03/13. There were no adverse events or injuries reported based on this incident.